Manufacturer narrative:
Exemption number (B)(4). The facility is unsure of the actual lot number involved in the incident. The lot number was possibly one of the two, lot #1h29258238 or lot #1b20258271 (mfg. Date 02/20/2011 / expiration date 02/01/2016). The batch manufacturing records for both reported lot numbers was reviewed. Batch record reviews did not reveal any discrepancies or non conformities that could have contributed to the reported event. At this time, the actual device in the reported incident was not yet been returned for evaluation and the investigation is ongoing. A follow up report will be filed when additional pertinent information regarding the investigation becomes available.

Event description:
As reported by the user facility: 4251611-02, lot #'s 1h29258238, 1b20258271. Date of event: (B)(6) 2012. Event: needle stick injury, no further details available - believes safety shield did not deploy. One needle stick event, they do not know from which lot # it occurred, possibly one of the 2.